Manufacturer narrative:
The previous follow up report, pr ID: (B)(4), MDR number: 2518422-2024-39895-1, is not required. The mentioned follow up report should be disregarded.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, evidence of visible foam particles was found. No other device problems were found. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR (B)(4). This report was submitted as a duplicate report of the previously submitted report.